Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that does not turn on. This condition was found in the biomedical department upon power up. This had the potential to interrupt delivery. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that does not turn on was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Additional information: a service history review found that the device has been previously sent into service for the reported condition. During previous service the batteries were replaced.